Event description:
It was reported that a user experienced repeated pairing failures between the ilet and a dexcom g7 sensor, with the ilet displaying ongoing pairing status; the user was not using a dexcom receiver and did not have the dexcom mobile app installed. Symptoms included no sensor glucose data available to the ilet. Outcomes included interruption of cgm-driven automation and the need for continued troubleshooting. Investigation included remote technical support that guided the user through pairing attempts, including toggling between g6 and g7 modes and waiting for reconnection. Investigation of this case revealed a pairing failure between the ilet and the dexcom g7 consistent with a communication or setup issue; no device damage was reported and the user was advised to contact dexcom regarding the sensor. It was concluded, based on previously established findings for similar reports, that the cause was likely user setup or connectivity inconsistency during cgm pairing.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.